Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative on 2020-jun-10. It was reported that at the last refill prior to when the volume discrepancy was discovered, the pump was filled and programmed with 20 ml. During the next refill, the actual reservoir volume was 17.8ml while the expected volume was 7.6ml. The patient had surgery on (B)(6) 2020 to address the issue. The pump had been flipping and the catheter was "completely twisted, occluding the flow." It was noted there were no issues with the pump and the logs did not show any alarms or messages. The catheter was going to be returned for analysis. No further complications were reported.

Manufacturer narrative:
Concomitant medical product: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) (unknown dose and concentration) via an implantable pump. It was reported there were pump refill discrepancies. It was noted the patient had too much drug in the pump during refills. It was noted they would like to revise/replace the pump and catheter. Unfortunately, a synchromed pump cannot be offered to this patient due to product shortage and the patient criteria. There was no known factors that may have led or contributed to the issue. Diagnostics/troubleshooting included too much residual drug in pump. Actions/interventions included they plan on revising/replacing when product is available. It was noted that surgical intervention did not occur, but was planned but it was unknown if surgical intervention was scheduled. It was noted that the issue was not resolved at time of report. The patient's status at time of report was alive-no injury. The patient's weight and medical history were asked, but unknown. The event date was (B)(6) 2020. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8784 , serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type catheter pr oduct ID 8780 , serial# (B)(6), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type catheter h3: pli10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Visual inspection identified there was damage to the transition tubing. Pli20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheters were returned to the manufacturer for analysis on 2020-jun-10.

Manufacturer narrative:
Continuation of d11: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2019 explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted: product type catheter h3: pli10: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Visual inspection identified there was damage to the transition tubing. Pli20: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified twisting in the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.